Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed an alert for elective replacement indicator - eri. The patient presented in clinic on (B)(6) 2019 and the battery voltage was found to be normal; the pulse generator exhibited a diagnostics anomaly. The eri alert was cleared and the device remained implanted. The patient was in stable condition.